Event description:
The facililty sent an infusion pump in for service where a fail code 570 was discovered by a baxter tech during power-up. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 code confirmed. A corrective and preventative action and field corrective action have been initiated.